Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016. (B)(4).

Event description:
Non-sustained over-sensing, noise episodes, and a sudden drop in battery voltage were observed. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
The device image revealed multiple non-sustained ventricular tachycardia episodes, however, bench testing did not reveal any indication of sensing anomaly. The sensing anomaly could not be reproduced and the cause of the reported incident could not be conclusively determined. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.